Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that an unspecified cartridge error occurred preventing the customer from successfully loading the cartridge on the pump. Customer¿s blood glucose level was 299 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the cartridge issue, but no response was received. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.